Event description:
Consumer complaint of low blood results. The customer stores the strips in the bathroom. Reviewed the last 5 blood tests in the meter memory: (results are fasting). Expected result ranges from 120mg/dl - 130mg/dl fasting.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate ref, user reused test strip, user's test strip had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/24/2014).